Event description:
It was reported that the device was running hot. The reporter knew no further information surrounding the event.

Manufacturer narrative:
The device was returned to the manufacturer and complaint was confirmed. Upon disassembly, it was found that the unit had fibers in the locking collet. The upper bearings have a gritty feel most likely from debris. It is likely the fibers and the debris on the upper bearings are the cause for the heating of the unit. Debris and fibers can bind up or limit the rotational properties of the device and cause failures such as heat. The presence of the debris and fibers in the device likely was the result of inadequate cleaning; this is contrary to the instructions for use. The complaint was confirmed. This is not a repairable device so the customer received a replacement device.